Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was blood in the pim which led to an error 37. The fse replaced the pim but the unit still alarmed "plug iab port" and would fail vacuum tests. The fse replaced the drive manifold,drive manifold tube assembly,pressure transducer cable,mufflers and muffler fitting. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) catheter broke and let blood in. Unit was swapped out safely. There was no harm reported.